Manufacturer narrative:
The device is currently retained by hospital and will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a mitraclip procedure. Reportedly, after the first prostyle suture was harvested and the footplate lever was closed, there was much resistance when attempting to pull the device out. The footplate was opened and closed several times. The device was moved forward, moved back and rotated; however, the device was still stuck. A blunt dissection was performed where tissue was able to be released from the suture and the device was able to be removed. The suture was successfully harvested for use. Another prostyle device successfully pre-placed a second suture. The sheath was upsized to 24f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.